Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection, the following drill bits were found to be broken: pg263567 and pg260950 whereas the following drill bits were found to be bent: pg269239 and pg270003. No surgical delay and no patient involvement.